Event description:
It was reported that during a bowel procedure, the staple formation was inconsistent. The surgery was completed with the same instrument, but a different reload. There was no pt consequence.